Event description:
Samples are manually programmed on the advia 1650 analyzer when there is a need for a non conventional dilution (now preprogrammed). Typically rptr does several of these in a day when the values extend beyond the preprogrammed sampled dilutions. Advia 1650 auto dilutes most high specimens when it obtains a result that is out of range. Those that are not preprogrammed must be manually diluted. In the manual programming process the user changes the dilution factor on the screen from 1.0 to what ever dilution is prepared ie x5 or x 10. The advia 1650 automatically calculates the value to a lab information (computer system). If this dilution factor is not changed back to 1.0 by the user then the dilution factor is retained in subsequent samples programmed manually (diluted or not). Subsequent samples would have their true result multiplied by the dilution factor. When the dilution factor is low, say x 2 or x 5, the results that are erroneously calculated by the instrument would be high. In rptr's case results were detected when x 5 and x 10 dilution produced absurdly elevated electrolytes. Other tests like cholesterol, triglyceride etc in a lipid panel or liver function tests would be reported without being questioned. In rptr's case results that do not meet the criteria for review are reported automatically through auto posting without user intervention. At some point a user will notice the incorrect dilution factor and change it back to 1.0 or the user will choose (new) on the program screen and the dilution will default to 1.0. If the user does not notice that the dilution factor has been changed erroneous results will be reported. Most chemistry software on other analyzers always default to 1.0 dilution. Rptr spoke to a co rep about this issue and they are aware of it. They stated that the software was japanese and they inherited it and have to live with it for now until it can be changed. Rptr's employees have been instructed never to change the dilution factor manually. Rptr has instituted a system where they manually calculate from a dummy sample #, so that erroneous results are not uploaded. Even so the potential for error and pt consequence remains. For example x5 error falls within linearity, would auto post, glucose 100 reported as 500, cholesterol 160 reported as 800, baby bilirubin 2.0 reported as 10, bun 15 reported as 75 and so on.